Event description:
User was able to activate suction and get a red out, a click was heard and a band was deployed for each instance when the handle was rotated. Two bands did not ligate the varix and dropped into the stomach. The third band ligated the varix. User changed to a single fire ligator to finish the procedure. The varix was of normal size.